Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) left ablation procedure with a thermocool smarttouch sf (stsf) and upon opening the stsf f-j curve catheter, it was discovered that a d-f curve catheter was inside. The device was returned to johnson & johnson medtech for evaluation. A visual inspection of the returned device was performed following johnson & johnson medtech procedures. Visual analysis revealed an incorrect engraving on the device. The catheter was connected to the carto system and was reflected as device f-j, however, the device was engraved as device d-f. Due to this condition, a manufacturing investigation was conducted, and it was identified that machine, man, method, and software were the causes of this failure. Therefore, this complaint is considered related to manufacturing. An awareness was provided to the manufacturing designees to avoid engraving issues observed. Also, improvements in the manufacturing process were implemented. A manufacturing record evaluation was performed for the finished device number lot and internal actions are being implemented to mitigate the failure mode. The label issue reported was confirmed. The root cause of the issue is traced to manufacturing process. This product complaint will be addressed through the quality system. Internal action was created for handling engraving issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) left ablation procedure with a thermocool smarttouch sf (stsf) and upon opening the stsf f-j curve catheter, it was discovered that a d-f curve catheter was inside. The box and sterile sleeve both stated f-j curve. They switched the catheter for another, actual f-j curve catheter, and the case was continued. The packaging was discarded. No adverse patient consequence was reported.